Event description:
It was reported that during intra-aortic balloon (iab) insertion, it was noticed that the guidewire was bent and twisted. The iab and guidewire were removed. A new iab was inserted and therapy was provided. It was noted that the procedure was delayed due to this. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6) hospital, event site postal code: (B)(6), event site telephone: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Corrections made to d4 (exp date) & h4 (manufacture date). Device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The one-way valve was also returned. The guide wire was not returned for evaluation. Two kinks were found on the catheter tubing approximately 71.9cm and 73.4cm from iab tip. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen of the returned iab and found that the inner lumen occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated an occlusion in the inner lumen. An occlusion can cause difficulty inserting the guide wire into the inner lumen. We were unable to confirm the damaged guide wire because the guide wire was not returned. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. During the investigation and the review of the DHR and the label it was noted that the device was manufactured on 03-jul-2019 and has an expiry date of 03-jul-2022. Per the complaint details the event date of the issue is documented as 05-jul-2024 indicating that the device was used post expiry. Based on the fact that the device was used after its expiration, there is a possibility that the expired product may affect the performance of the device. Complaint record ID # (B)(6).